Manufacturer narrative:
The suspect device was sent to an olympus service center for evaluation. Inspection and testing found the front panel switches were not functioning due to a faulty main board. In addition, the video connector socket was loose. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly. Investigation activities have been opened to manage the actions related to this issue and any required MDR reporting.

Event description:
The customer reported that, during preparation for use, the front panel switches were not functioning. There was no patient involvement and no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, the cause is likely the failure of the main board that controls the switch on the front panel from the indication of the repair department. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.